Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the patient was experiencing "intermittent neck swelling and pain."

Event description:
According to the report, the patient was experiencing "intermittent neck swelling and pain." An email was received from the surgeon stating: "this carotid was the first time I've ever used the product and so is the unknown variable in my case. I have not had a 30 year career, but have been practicing for over ten years and carotid surgery has been a focus of mine through this time. I have never seen this complication in a patient, actually I've only ever returned once for even a hematoma on a patient. As you know this is an extremely well tolerated operation. In this patient, on 2 separate CT scans we see extensive inflammation, but no fluid collection. The swelling on the patient has waxed and waned some and is exquisitely tender almost 4 weeks out from the index procedure." Multiple attempts made for further information to no avail.

Manufacturer narrative:
A review was held of the available information. According to the report, the patient was experiencing "intermittent neck swelling and pain." An email was received from the surgeon stating: "this carotid was the first time I've ever used the product and so is the unknown variable in my case. I have not had a 30 year career, but have been practicing for over ten years and carotid surgery has been a focus of mine through this time. I have never seen this complication in a patient, actually I've only ever returned once for even a hematoma on a patient. As you know this is an extremely well tolerated operation. In this patient, on 2 separate CT scans we see extensive inflammation, but no fluid collection. The swelling on the patient has waxed and waned some and is exquisitely tender almost 4 weeks out from the index procedure." Multiple attempts made for further information to no avail. Additional information including patient medical history and surgical notes are not available for consideration. Details surrounding the patient's post-operative recovery are also unknown. It cannot be determined whether the patient has a bovine allergy. The product is contraindicated in patients that exhibit sensitivity to materials of bovine origin. Based on pre-clinical data, biocompatibility testing, publishing literature, and experience data, as well as the ongoing risk mitigation and post market surveillance activities. The product performs safely with an acceptable benefit risk profile in the appropriate patient population. The relationship between the patient's symptoms and the product cannot be determined without additional information. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.